Manufacturer narrative:
No product has been returned. No information was provided in the complaint that would point to a cause for the result discrepancy. Since no product was returned, the investigation could not be completed. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Facility name continued - (B)(6) hospital this event occurred in (B)(6). (B)(4). The customer has discarded the test strip vial.

Event description:
The customer complained of erroneous glucose results for 1 patient tested on inform ii meter with serial number (B)(4). At 6:47 a.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 24.4 mmol/l. The patient was re-tested on the same meter at 6:48 a.m. And the result was 4.3 mmol/l. At 7:13 a.m. The patient was tested on a 2nd inform ii meter and the result was 3.8 mmol/l. The patient was given glucose based on this result. No adverse event occurred. Quality controls were run on both inform ii meters and the results were acceptable. Both meters were put back in use. The test strips were requested for investigation; however, the test strip vial has been discarded.